Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, sw kit 9735740, stealth s8 spine. Servicing of the system was included in manufacturing report #1723170-2018-05649. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case yesterday, the left tactile thoracic probe was showing a set negative projection that was offset the tip of the instrument by about 45 degrees. The surgeon only saw this behavior with this particular instrument in the trajectory views. The site was able to replicate the issue on another system. Technical support could not replicate the problem, as all sizes of projections put on the thoracic probes went along the instrument and were not at such a high angle off of the instrument cad model. There was no patient impact reported and a less than one hour delay to surgery. The event was previously reported in manufacturing report #1723170-2018-05649.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735740, software version: 1.0.1. If information is provided in the future, a supplemental report will be issued.